Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d334drg ICD 2012-(B)(6). (B)(4).

Event description:
It was reported the right ventricular (rv) lead exhibited high and varying thresholds and varying impedance on the low voltage portion of the lead. The rv lead was reprogrammed to a higher threshold, remains in use and will be monitored. No patient complications have been reported as a result of this event.